Manufacturer narrative:
None.

Event description:
Product appeared to be "scuffed." Also issues with spheres stripping and not staying on their posts. Either issue may affect the registration process or sphere marker tracking ability. In most cases, spheres are switched out.